Manufacturer narrative:
The pump passed the self test and the unexpected restart error test. There were no external ram error, displayable check failed on startup, or unexpected restart alarms noted during testing. However, a displayable check failed on startup alarm was found in the alarm history file due to a corrupted history file. There was no cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call that she had an issue with the pump not recognizing a battery at all with the replacement battery cap that was received today. Customer put in a brand new battery and overnight they got no power. Customer stated that she put in another new battery and got the same thing and had to set the time and date. Customer's blood glucose was 99 mg/dl. Customer was just not placing the new battery cap on the pump. Customer stated that they did not receive a low battery alert prior to the off no power alarm. Customer's current blood glucose was 66 mg/dl. Customer stated that this is the second occurrence of an off no power alarm in less than 2 4 hours. Customer previously had an external ram error, unexpected restart, displayable history check failed on startup alarm, battery out limit alarm, weak battery alarm, and low battery alert in the alarm history. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.